Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. The product support engineer (pse) informed the customer over the phone that the air flow sensor is not correct. The pse recommended to replace the flow sensor module. No parts returned to failure investigation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator failed the flow accuracy test. There was no patient involvement. The event date was not specified, estimate used.